Event description:
Additional information: resistance was noted with the anatomy during advancement of the 5.0x20mm absolute pro ll self-expanding stent system.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the shaft was kinked preventing the shaft lumens from moving freely; however, this could not be confirmed. Additional handling of the device likely caused the kink to separate as noted on the returned unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a femoral artery. The 5.0x120mm absolute pro ll stent was advanced and deployment was initiated; however, the release system stopped during deployment and the stent partially deployed. The deployment mechanism could not be moved. The stent was not deployed and the device was removed without reported issue. Another unspecified stent was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. Returned device analysis identified an outer shaft separation at the distal end of the strain relief tubing. Additional information received indicates that the correct device was returned for analysis. It is unknown when the outer shaft separation occurred. No additional information was provided.